Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: during the surgery on (B)(6) 2013, the surgeon introduced the first screw as usual then he did the rest of holes. Then he fixed the screws. While introducing the last screw, the screw would not go in its way and the threads of screw were broken. The surgeon removed the threads and he refused to change the way by another screw. No additional information is available. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.